Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
On (B)(6) 2013, patient reported 3 infusion sets have leaked insulin during use. He discovered the issue when his shirt was wet, and he believes the leak originated near the connector. He practices site rotation and heard an audible click when the tube was connected to the headset. He reported the leaks began when he stopped using an insertion device. The alleged infusion sets were discarded and will not be returned for evaluation. No physiological effects were reported.

Manufacturer narrative:
No product was returned for evaluation. The reference samples were visually inspected and tested for flow, leak and click. All test results were within specifications. The batch record 05022148 was verified and found within specifications. Device was not returned to manufacturer.